Manufacturer narrative:
Findings: pump passed prime, displacement and basic occlusion test. No alarms noted. Cracked reservoir tube lip, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 50 mg/dl. The customer treated their blood glucose levels with juice. The customer was assisted with trouble shooting but decided to ship the device back for analysis.